Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no pen calibration was possible with the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. The touchscreen was out of calibration. The touchscreen connector was cleaned and reseated, the touchscreen was calibrated according to procedure, software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.